Event description:
It was reported that during a laparoscopic cholecystectomy, the clip scissored while applying on the cystic artery (galbladder side). Procedure was finished with another device. There was no patient consequence.